Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/11/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qhbcgkw0 number, and no non-conformances were identified. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Was the suture reprocessed (ie. Re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Please specify/describe.. Were cultures performed? Results? Was any medication prescribed to treat inflammation symptoms? Please specify. What date was the debridement and suture of the right knee wound performed? Was the wound re-sutured at the re-operation? If yes, what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were there all symptoms resolved after suture removal and replacement procedure? What is the patient¿s current status? All answers above are unobtainable. Once there is any update, we will update the information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the statement ¿all absorbable sutures under the incision were removed¿. Is this referring to vicryl plus? How many sutures were removed?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/18/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please clarify the statement ¿all absorbable sutures under the incision were removed¿. Is this referring to vicryl plus? How many sutures were removed? All answers above are unobtainable.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Was the suture reprocessed (ie. Re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Please specify/describe.. Were cultures performed? Results? Was any medication prescribed to treat inflammation symptoms? Please specify. What date was the debridement and suture of the right knee wound performed? Was the wound re-sutured at the re-operation? If yes, what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were there all symptoms resolved after suture removal and replacement procedure? What is the patient¿s current status? ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ug/m

Event description:
It was reported that a patient underwent an open reduction and internal fixation with steel wire and wire due to a right patella fracture on (B)(6) 2021 and an absorbable suture was used to close the incision. On the 8th day after the procedure, the patient was found to have pain in the lower part of the right knee incision, accompanied with erythema, inflammation and wound secretion, no fever and other symptoms. Another 12 days later, debridement and suture of the right knee wound was performed under local anesthesia, and the absorbable suture under the incision was removed. The postoperative erythema and inflammation were obviously relieved, and the wound secretion stopped. Additional information was requested.